Event description:
1.7 cm was extruded and found in child's diaper. Balloon was ruptured. Device originally inserted on 12/16/94. A malfunctioning balloon was also reported on 1/16/95, report #36-3306-1995-001.